Manufacturer narrative:
For 10 of the 11 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 2 of the reported events, the anesthesia control board was replaced, to resolve 2 events, the ventilator interface board was replaced, to resolve 1 event the central processing unit board was replaced. 1 event was resolved by performing system calibrations. To resolve 1 event, ge healthcare proposed repair of the bag to vent switch which was not accepted by the customer. To resolve 1 event, the hospital biomedical engineer troubleshot the reported issue with ge healthcare technical support. The customer replaced the flow sensors, absorbent, re-seated the bellows housing, and drained the water trap. To resolve 2 events, the system was rebooted. For 1 of the 11 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. Serial numbers: (B)(4). (B)(4).

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced therapeutic failure. These reports were received from various sources. Of the 11 events, 5 did not involve patients, and 6 did involve patients. There was no patient information available. 5 events were reported for malfunction preventing mechanical ventilation, 3 events were reported for malfunction causing a loss of mechanical ventilation, 1 unit was reported for mechanical ventilation was lost during a case, 1 unit was reported for an error that resulted in a loss of the volume control mode of mechanical ventilation, 1 unit reported for the system not detecting the flow sensors preventing mechanical ventilation.